Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose. The patient reports being unable to wear a pod due to not receiving values on their dexcom application after changing the sensor 2 times. Once at the hospital the patient was treated with a manual shot of insulin. The patient remains in the hospital after 2 days during the time of this call.